Event description:
Customer reported that their pump declared alarm 20 while pumping. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was unable to resume insulin therapy with the current pump due to recurrent cartridge alarms, despite following the proper load technique. Tandem technical support assisted by arranging a pump replacement and confirmed that the pump was under warranty. Customer was advised to use multiple daily injections (mdi) as backup therapy, and instructions were given for returning the defective pump.